Event description:
It was reported that during the implant procedure the pacing lead, a burr was found at the end of the lead which could not have been used. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.